Event description:
Blood backed into the system 97 pump. On 11/1991, datascope was notified the iab would not be returned/released to datascope for eval. Attempts to contact the facility for further info regarding the event were unsuccessful. On 01/2002, datascope received the volunary medwatch form from the FDA and the following info was reported: an intrathoracic balloon pump catheter was placed in the pt's aorta during a CABG procedure. The pt was recovering post-operatively and an order to pull the catheter was written. Upon removal, the surgeon and resident were met with resistance. The pt became unresponsive and coded. Resuscitative measures were unsuccessful and the pt expired. Alarm on the pump had sounded. Event complications: unknown - reported 11/2001, expired-rpt'd 01/2002. Pt's current status: expired-unk - rpt'd 11/2001.